Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the emergency room after receiving multiple therapies due to a storm of ventricular tachycardia. The device was found to be in back up vvi mode. The device was explanted and replaced. Patient was in stable condition.